Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: on (B)(6) 2009: the patient presented with pre-op diagnosis: l5-s1 bilateral spondylosis and degenerative disk disease. The patient underwent the following procedures: minimally invasive exposure of the l5-s1 segment using the mis system. Complete left-sided decompressive discectomy. L5-s1 radical decompressive discectomy. L5-s1 transforaminal lumbar inter-body fusion using peek lumbar interbody spacer. Bmp-2 allograft, and morcellized locally harvested autograft. Autologous bone marrow aspiration. Bilateral l5-s1 pedicle screw fixation. L5-s1 posterolateral arthrodesis using bmp-2 allograft, morcelized locally harvested autograft, and allograft mixed with autologous bone marrow aspirate. Per-op notes: combination of anterior-posterior and lateral fluoroscopy was used to approach l5-s1 segment, initial dilator was advanced to abut the right-sided l5-s1 facet, subperiosteal dissection was performed to expose the right-sided transverse process, right-sided sacral alae and right-sided l5-s1 facet, the pedicle entry sits of l5 and s1 were decorticated, at the l5 and s1 level pedicle screws were placed, left-sided parasagittal incision was opened, subperiosteal dissection was performed to expose the left-sided l5 transverse process..s1 alae and l5-s1 complex, the retractor was used to expose the lateral l5 and s1 lamina, pilot holes were created in the left-sided l5 and s1 pedicles, autologous bone marrow aspirate was harvested and used for arthrodesis by advancing a needle into the l5 vertebral body, left-sided l5-s1 facetectomy was performed, bone resected was saved and morcelized for later arthrodesis, l5 and s1 laminectomies were extended medially, the l5 nerve root and transverse s1 nerve root was protected, the epidural fat and veins overlying the disk space of l5-s1 were coagulated and divided, large box annulotomy was created in the l5-s1 disk space, discectomy was performed, nerve root and thecal sac were decompressed, bony end plates at the l5-s1 level were prepared using angled bone rasp, lumbar inter-body space was tamped into the emptied l5-s1 disk space, bmp-2 allograft was then mixed per protocol, the combination of bmp-2 allograft and morselized autograft was then packed into the far anterolateral aspect of the emptied l5-s1 disk space. A 14 x 32 mm peek lumbar inter-body spacer was then packed using bmp-2 allograft and morcellized autograft and it was then tamped into the emptied l5-s1 disk space to an appropriate depth, pedicle screw was placed into the left-sided l5 and s1 pedicle, the transverse processes of l5 and the sacral alae were decorticated, combination of bmp-2 allograft, morselized locally harvested autograft and morselized allograft mixed with autologous bone marrow aspirate was then packed over the decorticated surfaces to enact the posterolateral arthrodesis, the pedicle screws were secured to the rods. No patient complications were reported. No other information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.